Event description:
Customer reported a popping sound from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage cable. Sys operates as intended.